Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator generated multiple background diagnostic codes the device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. Service personnel (sp) inspected the ventilator and could not duplicate the reported condition. Sp reported that the ventilator passed all test and calibrations per manufacturer specifications at the time of service. The investigation found the device to function normally. The cause of the reported event could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated multiple background diagnostic codes. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.